Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a fall which resulted in the ipg migrating. Consequently, surgical intervention was undertaken on (B)(6)2018 wherein the physician repositioned the ipg.